Event description:
This case was reported by a consumer and described the occurrence of eye dryness in a male pt who received super poligrip cream (formulation unk) for "a long time" for denture adhesion. For the past two or three days, the pt used super poligrip free denture adhesive cream (formulation (B)(4)) for denture adhesion when he could not find his usual variant. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced eye dryness, dry hair and cataract. This case was assessed as medically serious by (B)(4). At the time of reporting, the outcome of the events was unk. Male consumer of unk age reported that he has used super poligrip cream for a long time, the past 2-3 days he has used super poligrip free zinc free formula. Super poligrip is mfg in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).

Manufacturer narrative:
Add'l lot# unk.